Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. Unit passed self test and error alarm test. No unexpected signal too low or unexpected restart alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. Customer said alarm reoccurred after changing battery in the insulin pump. Customer stated alarm did not occur during the rewind or prime sequence. Insulin pump also alarmed program alarm anomaly and external ram crc error. The alarm occulted three times. There was absence of alarm. The insulin pump passed self ¿ test. Error table reads replace the insulin pump. Customer was advised to refer to back-up plan, per hcp instructions. Insulin pump will be returning for analysis.